Event description:
A tandem mobi cartridge alarm was reported during the load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support confirmed the issue and instructed the customer to remove the cartridge and deliver a 9-unit bolus to troubleshoot. Despite attempts to reload the cartridge, the alarm recurred, and a new cartridge did not resolve the problem. Consequently, technical support decided to replace the pump with one featuring updated software and ensured the customer had access to training. The customer will use mdi as a backup therapy and was informed about the return process for the faulty pump.